Event description:
No blood glucose levels were provided. The customer reported that the insulin pump was exposed to water. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).